Manufacturer narrative:
(B)(4). The pump was received with a constant flashing white light on the display and beeping due to a cracked/bleeding on lcd glass. The device was unable to perform functional tests due to malfunctioning display. The pump was received with minor scratched lcd window.

Event description:
Customer reported via phone call that insulin pump that was damaged. The customer blood glucose level was 149 mg/dl. The customer states the screen on the pump was damage and the screen is no longer readable. The customer was assisted with troubleshoot and customer states the pump has cosmetic damage. The customer states damage on the lcd screen. The insulin pump will be returned for analysis.